Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery with a max diameter of 5mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the distal segment of the pipeline failed to open, and the healthcare provider (hcp) bumped the sleeves with the marksman catheter. Imaging showed the distal section of the pipeline appeared to be fraying, and a replacement pipeline was used to complete the procedure. It was stated the devices were not in a bend, less the 50% of the pipeline had been deployed, re-sheathing was done more than two times, and no additional steps were taken to open the pipeline. Post-procedure imaging showed aneurysm coverage, stasis, and satisfactory results. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max and marksman.